Event description:
It was reported to covidien that the warmtouch boost button is stuck. Anytime the monitor is turned on it stays in boost mode, the other button do not end the boost mode when pressed. The device does not automatically shut-down or step-down. It needs to be manually shut off. There was no pt involvement.

Manufacturer narrative:
Device was returned and failure investigation confirmed the boost button was stuck due to a faulty keypad.